Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, best estimated is between 13-jan-2026 and 04-feb-2026 (date on device order form to event date aware). Section d6a - implant date: unknown / not provided. Section d6b - explant date: unknown / not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - impact code 4625 for unplanned vitrectomy and secondary surgical intervention. Section h6 - health effect - clinical code 4581: no code available (device dislocation) attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to the patient experiencing iris hemorrhage. In addition, intraoperative floppy iris syndrome (ifis) developed during implantation and made rotating the iol difficult, so the surgeon decided to rotate it again a week later. On this second surgery day, a massive retinal complication was discovered, necessitating a pars plana vitrectomy with retinotomy, cryotherapy, and endolaser treatment. It turned out that the patient had retinal detachment. Account indicated that the iol sunk into the vitreous humor. The lens was cut and removed, and discarded upon retrieval. The patient was implanted with a johnson and johnson sensar ar40 model sulcus lens. No further information was provided.